Event description:
It was reported by the patient that blood sugar dropped to 37 mg/dl after the device independently delivered a 12 unit bolus of insulin. The customer managed the low blood sugar level by drinking soda, eating chips and salami. Medical intervention and treatment were not required. Return of the physical device has been requested, however to date has not been received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.